Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported for lengthening of a left jts distal femur: "everything went well today. The jts was lengthened of 5 mm. Patient's knee was a very little painful...the pain was very fleeting...".